Event description:
While testing the defibrillator, the user found that it would not charge. There was no pt involved. Tests indicated that the problem was caused by the failure of an scr (cr21) on assembly590236. No conclusion could be drawn as to what caused the scr to fail. The event is not occurring more frequently or with greater severity than is usual for the device.